Event description:
A customer reported to baxter (B)(4) a one-link needlefree IV connector in which a disconnection was observed. According to the report, one-link "has come unscrewed at IV site and patient looses blood or IV continues to infuse and creates puddle." The process step is during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.